Event description:
Received readings that did not appear normal and when took again immediately another different number came up on true matrix meter. Sometimes meter just gave unreasonable numbers within 5 minutes of each other.